Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of transient light sensitivity (tls), observed at five days post lasik treatment. Patient noted very light sensitive even indoors and needs sunglasses all the time. Patient feels vision is different between both eyes when trying to focus. Reporter indicated steroid eye drop taper dosage was restarted, and follow up scheduled. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.